Manufacturer narrative:
An event regarding loosening involving an unknown triathlon stem was reported. This event was not confirmed. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not returned to the manufacturer

Event description:
It was reported that the patient's left knee was revised due to loosening of the tibial component. A ts knee construct was revised to another ts construct with additional augments. Rep confirmed that no further information will be released by the hospital or surgeon.